Event description:
The port was placed at another facility in 6/96 or 7/96. A nurse at the reporting facility attempted to access the port and got intermittent blood return. When the port was flushed, there was swelling around the port. The reporter attempted to reaccess the port, but was unsuccessful.

Manufacturer narrative:
The port was placed via the left subclavian vein on 6/27/96 at another facility. After placement, a fluoroscopy showed the catheter to be a little too long and too far down in the right atrium. A guidewire was used to retrieve the catheter, which was then trimmed and reattached to the port. On 12/9/96, the port was accessed with intermittent blood return. During a flush with normal saline, swelling was noted above the port. A chest x-ray showed the catheter to have broken off and embolized to the pulmonary artery. The catheter was snared out via the femoral vein on 12/10/96. The port was explanted on 12/18/96. It was noted that the catheter had broken off 2mm distal to the port stem.